Event description:
The customer initially called to report a blank screen and an alarm after a battery change. The customer was assisted with the alarm. The customer's daughter later called to report that the customer was hospitalized for high blood glucose with a reading of 581 mg/dl. The customer had changed the infusion set on the morning of the hospitalization and she experienced high blood glucose levels all day. Troubleshooting was performed and the insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test. The insulin pump was programmed correctly. The customer later called to report that she was continuing to have alarms on the insulin pump. The insulin was replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.